Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the pin was missing, motor damaged by oil, flex broken and faulty coupling shaft. The device was replaced and sent to customer on (B)(4) 2013. Serial number (B)(4).

Event description:
The customer reported the device motor had low speed. This is report 1 of 1 for (B)(4).